Event description:
It was reported that a CT myelogram revealed multilevel canal stenosis as moderate and root filling defects on the left c7-t1, c6-7 and to a lesser degree c5-6. C3-4 focal protrusion was causing focal mass effect on the cord and moderate canal stenosis. The patient underwent a 2-level neck surgery. No details have been provided. (B)(6) days post-op, the patient presented with lumbar degenerative disc disease l1-2, l4-5 and l5-s1, right foraminal stenosis l4-5 and biforaminal stenosis l5-s1, and spondylosis l5-s1. The patient underwent provocative discography. (B)(6) days post-op, the patient underwent a l5-s1 tlif using allograft chips, posterior instrumentation and a peek interbody device. There is no mention of rhbmp-2/acs in the operative notes. (B)(6) days after the cervical surgery, the physician notes ongoing neck pain referred to the trapezius, but no arm radiation is reported. Epidural injection recommended. Patient reports back and leg pain right greater than left. (B)(6) days after the lumbar fusion, the physician's notes state that the patient "is having more and more pain on a regular basis. She has not had any new numbness or weakness. No bowel or bladder symptoms. Her pain radiates more into the right leg. She actually just has a sensation of extremely severe pain in her right leg. She can heel and toe stand. Her reflexes are 2+ and symmetrical. She has no focal weakness. She has good pulses. No pain on internal or external rotation of her hips, but she does hurt a little bit on straight leg raise." (B)(6) days after the lumbar fusion, an MRI was interpreted to indicate multilevel degenerative disc disease and facet arthropathy, epidural fibrosis at l4-5 on the left side of the thecal sac, and l4-5 mild-moderate foraminal stenosis. (B)(6) days post-op, the physician's notes state that the patient "has just a very minimal disk bulge, but nothing worse than that. She is neurologically intact on my exam. She has some areas of tenderness which are almost exquisite in some areas, but nothing that is really extremely noticeable."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device, nor films of applicable imaging studies, were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.